Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No lot history review can be carried out as lot number is unknown.

Event description:
It was reported that the letters printed on the bd autoshield¿ duo safety pen needle packaging were "hard to read".

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the letters printed on the bd autoshield¿ duo safety pen needle packaging were "hard to read".